Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 indicating that the power cord had more resistance than allowed in electrical tests. There was no patient involvement at the time the issue was discovered as the issue was found at bench repair. No patient or user harm was reported. At bench, the service engineer found that the power cord had more resistance than allowed in electrical tests. The investigation is ongoing.

Manufacturer narrative:
At bench, the authorized service provider (asp) found that the power cord had more resistance than allowed in electrical tests. The asp therefore replaced the power cord and verified that the issue was resolved. Following the testing and verification procedure for this device, the configuration of the device was restored. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.